Event description:
It was reported that the device screen became unresponsive and displayed lines, rendering the touchscreen unusable and causing trouble using the device; the user did not know how the damage occurred and reported no broken glass or cracks, consistent with a device problem of unresponsive keys/buttons localized to the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user or a third party. Investigation of this case revealed a software problem affecting the touchscreen functionality, aligning with the reported unresponsive input on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.